Manufacturer narrative:
Included na for patient identifier and other relevant history to indicate not applicable.

Event description:
(B)(4), the UDI number on the product label was incorrect. This is an internal complaint, there was no patient involvement.